Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the endoscope up and down level won¿t stay and swings down. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred during a procedure. The procedure was a ventral hernia. The event date was 13 oct 2025. The image was both inverted and experienced rotation issues. Once seated onto the robot they were able to proceed with the case without issue. The adapter on the base of the scope would swivel when surgeon would hand hold the scope. No screws were missing. The case was completed with the same scope. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.